Manufacturer narrative:
(B)(4). Device not yet received by manufacturer.

Event description:
Per the clinic, the patient experienced an infection around the abutment. The patient was hospitalised (date and duration not reported) and was treated with IV antibiotics (dosage and duration not reported). The abutment has been removed (date not reported).